Manufacturer narrative:
Clarifications to initial reporter facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no complaint exchange; rupture was discovered during explant surgery.

Event description:
Healthcare professional reported left side "rupture discovered during surgery". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, device was underweight, brown particles on the surface of the shell, and fold crease. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification and wear abrasion. Based on the device analysis, the final assessment is a sharp opening on the radius side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "rupture discovered during surgery". Device has been explanted.